Event description:
The customer tested his blood glucose and received readings of 350 and 150 mg/dl using his 2 contour meters. He was not sure which reading came from which meter. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot either system or provide any reagent info. He insisted the meters be replaced. The customer was advised to return his test strips for eval. Replacement products were sent to the customer.